Event description:
The user facility reported that the capiox fx15 oxygenator did not function properly causing decreased oxygenation during bypass. An additional oxygenator was added to the circuit after which the procedure was completed successfully. Reportedly there was no immediate impact to the patient.

Manufacturer narrative:
(B)(4). The actual sample was returned to the manufacturing facility for inspection and testing. Visual inspection confirmed there were no anomalies or breaks in the appearance of the device. The oxygenator module was filled with bovine blood and the gas transfer system was performance tested in accordance with the factory's shipping inspection protocol. No anomalies were revealed, confirming the device met product specifications. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause of the reported event cannot be definitively determined based upon the available information, there are many complex clinical variables that may have affected the reportedly observed conditions during the procedure. However, there is no evidence that the reported event was related to a product malfunction or defect. Device labeling does address the potential for such an event in the instructions-for-use with statements such as, (1) "start gas supply with v/q=1 and fio2 = 100%, then make adjustments based on blood gas measures." (2) a phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous member oxygenators with blood flowing exterior to the fibers. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate to 15l/min for 10 seconds. Do not repeat this flushing technique even if oxygenator performance is not improved" (3) upon patient rewarming, adjust o2 concentration, gas flow rate and blood flow rate by increasing them as needed based on an increase in patients metabolism. Failure to adjust the gas supply and the blood flow rate appropriately may cause insufficient o2 supply needed or the amount of the patient's gaseous metabolism." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).